Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro irrigation tube separated from device. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected to reflect "co2 tubing on the btt port separated from device" (B)(4). A lot history record review was completed for lots 25136213, 25136159, and 25136126 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The device was not returned to maquet cardiac surgery for investigation, because patient had a bad disease. Therefore no evaluation could be performed. It is not possible to confirm the reported failure mode ¿detachment of device or device component; port¿. Due to no lot information provided. We are unable to obtain a c of c and a DHR.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro co2 tubing on the btt port separated from device. The hospital did not report any patient effects.